Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath would not separate along the perforation and as a result, split to the side. Another device was used to complete the procedure.